Manufacturer narrative:
Country of incident: israel. The investigation has been completed. Should the product be returned and additional information become available, we will provide an update.

Event description:
We have received information about a potential incident and would like to inform you about it. According to the reporter, an abnormal noise was observed from the blower during operation of the device. This happened during a laboratory device check and did not occur during patient use. The manufacturer has not received any information about any harm from patients, users or third parties.

Manufacturer narrative:
Country of incident: israel.

Event description:
We have received information about a potential incident and would like to inform you about it. According to the reporter, an abnormal noise was observed from the blower during operation. The manufacturer has not received any information about any harm from patients, users or third parties. We are currently working to gather further information about this potential incident.